Event description:
Per the information provided to co by the physician's office, the device was removed due to "infection and erosion." As reported to co, the entire device was removed and not replaced. 4/17/97 - upon receipt of the physician/surgeon's completed product evaluation questionnaire, he stated..." Posterior aspect of right cylinder eroded across to exit left side of perineum." 4/14/87- upon receipt of a medwatch report from the user facility.." Pt with penile prosthesis inserted 5/94 now developed perineal erosion and exposure of left corporal cylinder. Prosthesis is therefore infected and removed."